Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the xience nano instructions for use states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the lesion was in the moderately calcified ostial of the right coronary artery. No predilatation was performed prior to the attempt to stent. The stent delivery system (sds) crossed the lesion successfully; however, during the attempt to inflate the sds balloon to 10 atmospheres, it was observed that the balloon would only inflate to 2 atmospheres. During retraction of the sds from the patient, the stent implant dislodged inside the rhv. A 2.0x12 mm non-abbott stent was advanced to the lesion and deployed successfully to complete the case. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.